Event description:
This complaint is from a literature source and the following citation was reviewed: maldonado-naranjo a, kshettry vr, toth g, bain m. Non-traumatic superior hypophyseal aneurysm with associated pseudoaneurysm presenting with massive epistaxis. Clin neurol neurosurg. 2013 oct;115(10):2251-3. Doi: 10.1016/j.clineuro.2013.07.003. Epub 2013 aug 7. Pmid: 23932468. Objective and methods: this study presents the case of a right handed patient, non-hypertensive with a history of smoking who initially experienced 2 episodes of self-limited epistaxis 4 years prior to admission. She underwent endoscopic left sphenoidotomy and septoplasty when she started to have epistaxis with frontal headaches. Then she was admitted due to severe symptomatic epistaxis requiring multiple transfusions and nasal balloon augmented packing for local bleeding control. She underwent planned embolization of the right internal maxillary artery (ima). Imaging prior to embolization showed a 8.2mm x 4.9mm aneurysm with a distal pseudoaneurysm. No subarachnoid hemorrhage or meningismus. She was neurologically intact. A balloon assisted coil embolization of the superior hypophyseal artery (sha) aneurysm and pseudoaneurysm was performed. A microcatheter was manipulated into the aneurysm over a microwire. Four (4) coils were used (2 cnv, 2 non-cnv). Balloon was inflated to introduce each coil, for no longer than 5 min. Both aneurysms were completely occluded. Patient neurologically intact and without further nasal bleeding. Follow up angiogram was done at 6 months showing no residual filling of the aneurysm. Patient remains neurologically intact with no more episodes of epistaxis. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: micrusphere 4mm x 7.5cm; micrusphere 3.5mm x 6.6cm. Other cerenovus devices that were also used in this study: none mentioned non-cerenovus devices that were also used in this study: hydrosoft coils, scepter c balloon, sl-10 catheter, synchro microwire. Adverse event(s) and provided interventions: qty 1 = symptomatic pulmonary embolism. Occurred 3 weeks after discharge during hospital admission for coil embolization of sha and pseudoaneurysm. Patient was placed on therapeutic anticoagulation. Patient appears to be stable based on the 6 months follow up. No other information provided.

Manufacturer narrative:
Product complaint # (B)(4). This complaint is from a literature source and the following citation was reviewed: maldonado-naranjo a, kshettry vr, toth g, bain m. Non-traumatic superior hypophyseal aneurysm with associated pseudoaneurysm presenting with massive epistaxis. Clin neurol neurosurg. 2013 oct;115(10):2251-3. Doi: 10.1016/j.clineuro.2013.07.003. Epub 2013 aug 7. Pmid: 23932468. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The initial reporter contact information is not available. The device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Emboli is one of the listed potential adverse events associated with the use of the micrusphere coils per its instructions for use (IFU). The article has not mentioned any device malfunction or performance issue with the use of the device. Given that the micrusphere coils were some of the coils used on the patient, the relationship between the reported event and the micrusphere coil cannot be excluded. Since this event required the patient to receive a medical treatment to preclude any permanent impairment or injury then this event is considered as serious and MDR reportable. The file will be re-reviewed if additional information is received at a later date.